Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported break was unable to be confirmed as the device performed as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the reported break was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure . There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the right coronary artery with mild calcification, mild tortuosity and 90% stenosis. During balloon angioplasty with an unspecified balloon dilatation catheter, it was noted that the gauge of the indeflator was not reading correctly. A new indeflator was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.